Event description:
It was reported that when an asymptomatic patient was presented for a routine follow-up, lead noise was noted. Additionally, the ra impedance was low and out of range. Ams episode was reviewed, and no sensitivity adjustment recommended. There is a possibility of scheduling an atrial lead replacement for the patient.